Manufacturer narrative:
The technician found the e-ring and bushing were missing and the d-pin was bent. He replaced the d-pin, bushing and e-ring to repair the bed.

Event description:
Info received indicates the siderail will not latch.